Event description:
A baylis protrac wire was utilized to assist with transeptal passage of an ablation catheter / sheath, however the wire did not make it through the interatrial septum and appeared to be slightly embedded in the interatrial septum. We pulled out the transeptal sheath and wire to reposition it for a better site for puncturing, the wire tip was likely slightly buried in the atrial septum and the distal 2 cm of the wire came apart when it was pulled back. This led to a problem of having wire strands / fragments in the circulation thought it was stuck to the sheath that it came out of distally. Ultimately, these fragments were not visible on x-ray, and we had to utilize intracardiac ultrasound to identify the fragments and remove them. All known fragments were removed without any adverse consequences that could be identified for the pt. If we had not been using ultrasound for this case, a significant amount of wire material would have been left in the pt. Fortunately in our lab we use ultrasound for all cases that involve transeptal puncture, however, many other labs utilize only xray which would be problematic in this sort of case as the components cannot be easily seen on xray. The protrac wire remains an excellent tool to assist with transeptal passage, however this possibility should be made known to users of this wire. Therapy date: (B)(6) 2018.